Event description:
Per pt, cadd legacy pump keeps beeping at random times, but does not stop for fusion. Replaced pump. Sn (B)(4) (08/28/2019). Pt was able to switch to back up pump. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.